Event description:
It was reported that: "the inner white padding stuck to the underside of the peel-away paper. Implant was still used and there was no adverse affects to the patient."

Manufacturer narrative:
Information received indicated that the implant was used, but inner tray is being returned. Additional information pertaining to the device referenced in this report was requested. If packaging components or additional information become available, the evaluation summary will be submitted in a supplemental report.